Manufacturer narrative:
Patient information is not available for reporting. Date of event: unknown. This report is for one (1) unknown 5-hole synthes distal fibular locking plate. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Implanted date: unknown. Explanted date: not explanted. Complainant device is not expected to be returned for manufacturer review/investigation. (510k): unknown, as specific part and lot numbers for plate is not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient who has a 5-hole synthes distal fibular locking plate, 60mm syndesmosis screw, and 2.7mm lag screw is being evaluated for a possible allergy to the hardware. This report is for one (1) unknown 5-hole synthes distal fibular locking plate. This is report 1 of 3 for complaint (B)(4).